Event description:
It was reported that the device was used during an unknown procedure. The device was not returned. The device was fired but no staples came out. Same device was used with a new reload to complete the case. There was no adverse consequence to the patient. Seven reload cartridges are being returned. The device was discarded.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information was sent under 3005075853-2010-06872.